Manufacturer narrative:
Product analysis #(B)(4): author,date,subject/note: integration user (B)(6) 2019, auto created from work order (B)(4). Record type updated from o-arm system checkout to o-arm system checkout (closed) author/date/subject/note: integration user (B)(6) 2019, work order (B)(4). Added to complaint status: completed date completed: (B)(6) 2019, o-arm image transfers to stealth: pass accurate navigation on o-arm image: pass mechanical tests: pass imaging modalities: fail imaging modalities failure: other imaging summary of failure(s): mvs not boot up during system set-up, with an error message "an error has occurred that may have damaged the system s integrity". Is imaging failure resolved?: yes visually inspected parts prior to install: pass cable grade: a record type: o-arm system checkout system inspection: pass does the system perform as intended?: no were hardware parts replaced?: yes action/resolution: computer replaced. Network set-up with customer performed system check out performed. Author/date/subject/note: integration user (B)(6) 2019, auto created from work order wo-(B)(4). Date completed updated from null to (B)(6) 2019, mechanical tests updated from null to pass mechanical tests failure updated from other to null imaging modalities updated from null to fail imaging modalities failure updated from null to other imaging summary of failure(s) updated from null to mvs not boot up during system installation, system not used for surgery. Is imaging failure resolved? Updated from null to yes cable grade updated from null to a system inspection updated from null to pass does the system perform as intended? Updated from null to no were hardware parts replaced? Updated from null to no resolution notes updated from null to few restart and waiting time of 5 minutes between shut downs and restarts medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000862, serial/lot : azp03420370 , ubd: , UDI: h3: a medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the mobile viewing stations (mvs) computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Fdc, fdm, and fdr coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the mobile view station (mvs) server was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. An error had occurred that may have damaged the system's integrity. The mvs server failed bench test. Os and imaging system application failed to boot up . Windows error message prevented further booting process. A software failure was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000862, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. Mvs computer replacement was anticipated. The system checkout was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. During procedure equipment setup, an error message was seen on the mobile viewing stations (mvs). It was also reported as "may have damaged the system's integrity." Troubleshooting included rebooting the system more than 5 times (waiting more than 5 minutes). The system was able to finally boot up normally. The suspected cause was the database failed to start. The issue resulted in one hour or longer procedure delay. There was no impact on patient outcome. The procedure was completed with aborting imaging and navigation. No complications were reported/anticipated.